Event description:
Received electronic report from hemodialysis user facility who has reportedf the pt was placed on dialysis machine at 0611 and the therapy began. Access flow was to be done so twister lines were in place. At approx 0625 there was a large pool of blood noticed on the floor around her machine. Treatment was stopped and lines were clamped. Upon investigation, venous line at twister junction was leaking. As lines were being removed from the machine, the venous line broke completely away from the twister area. The facility was contacted where it was learned initially that the pt had approx blood loss of 350 ml. Reportedly the pt was fine with no ill effect from this event. New lines were set up on the dialysis machine and the dialysis therapy for this pt was resumed. The dialysis treatment was completed as ordered. The pt was then discharged to home once the therapy was completed. The sample is available for evaluation.